Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 513 mg/dl with high ketone levels; cause was not known. Customer administered a manual injection and performed a supply change to address bg level. Reportedly, diabetes educator was called and customer was able to resolve bg and ketone levels with diabetes educator's advice.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.